Event description:
The patient was a pt with multiple medical co-morbidities. In 2007, the pt deteriorated during a nips procedure for possible lead revision. The patient continued to decline and subsequently died 15 days later, after multisystem organ failure. This decline was not related to the pt's ICD but the pt did have medtronic lead 6949 -which has been recalled- leading to this report being filed. Dates of use: five months in 2007.